Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was slow to retract with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 15 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the speed of safety mechanism retract became slower then previous.

Manufacturer narrative:
H.6 investigation summary: our quality engineer inspected the samples and pictures for evaluation. Bd received eight units total, seven unopened and one used insyte autoguard 20ga unit. In addition, two photographs were submitted which displayed the packaging information. Through the examination, there were no anomalies present on the units. A function test was performed on the unused units where retraction was successful. The defect ¿needle retraction slow¿ as stated in the report was not confirmed based on evaluation of the returned units. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the needle was slow to retract with a bd insyte¿ autoguard¿ shielded IV catheter. This occurred on 15 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the speed of safety mechanism retract became slower then previous.